Event description:
It was reported the PICC is broken, tore during the placement. The placement is impossible, the PICC tore during the placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the PICC is broken, tore during the placement. The placement is impossible, the PICC tore during the placement. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr s/l powerpicc solo with a needleless injection cap was returned for evaluation. An initial visual observation showed abundant use residues throughout the returned powerpicc solo catheter. A longitudinal split was observed from the 16 cm depth marker to the 17 cm depth marker. The catheter was trimmed between the 38 cm and 39 cm depth markers upon the return of the device. A microscopic observation revealed the split to follow along the molding extrusion line. The catheter was observed to be occluded with blood use residues. The split had sharp fracture edges with a granular fracture surface that appeared misshapen. The catheter was cut just distal of the split to measure the wall thickness of the catheter at the extrusion line. The wall thickness was within drawing specifications. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the PICC is broken, tore during the placement. The placement is impossible, the PICC tore during the placement. No other information was provided.